Event description:
Neurosurgeon came to integra booth at aans conference and reported being unable to flush valve easily, occasionally could not flush at all. Neurosurgeon also reports seeing the catheter being sticky and the valves not operating properly. A number of revisions have been necessary due to this problem.